Event description:
A device report received from (B)(6) indicated: pt was implanted with pfna nail and blade on (B)(6) 2011 for a trochanteric fracture. Pt was healing and walking and on (B)(6) 2011 the surgeon took an x-ray which showed a broken wire which is part of the system. Pt experienced pain on (B)(6) 2011, an x-ray showed the nail was broken. Surgeon removed the pfna ii system and revised pt to (B)(4).

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.